Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. B braun subsidiary received information on 03/25/2016, manufacturer was notified of complaint on 08/11/2016. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: china. Glue has no flow, tip was blocked. The liquid has a gel like appearance.

Manufacturer narrative:
Samples received: 3 unopened pouches. Analysis and results: there is one previous complaint of this batch that were closed as not justified after the analysis. Two more complaints have been received around the same time as this one, all from the same end customer. (B)(4). There are no units in stock. In the three samples received, there were polymerization nuclei along the cannula that caused the obstruction of the cannula. Ageing studies were performed with the purpose of provoking the complained defect and study the influence of environmental conditions in its apparition. -ampoules were stressed for 9 days at 40ºc and 30 % rh. After 4 days of exposure, the stress conditions caused the apparition of some polymerization nuclei along the cannula in the ampoules. However, the liquid glue could still pass through the cannula, that was not obstructed. After 9 days of exposure, the polymerization nuclei observed caused the obstruction of the cannula. In conclusion, the environmental conditions influence the apparition of the polymerization nuclei along the cannula. A temperature of 40ºc caused the formation of polymerization nuclei along the cannula and the obstruction of the cannula after 9 days of exposure. Therefore, and according the instructions for use, histoacryl should be stored at ambient temperature below 22ºc. The ampoule containing the adhesive should only be removed from the aluminium pouch immediately prior to application. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.